Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
The device could not be interrogated using inductive telemetry with 3 different programmers. Rv pacing was observed on external ECG. The penultimate follow-up was successfully performed in (B)(6) 2016. Rf for remote monitoring system parameter is on. Preliminary analysis confirmed the reported event. Patient care recommendations have been provided to perform a recovery procedure on this device.

Event description:
The device could not be interrogated using inductive telemetry with 3 different programmers. Rv pacing was observed on external ECG. The penultimate follow-up was successfully performed in (B)(4) 2016. Rf for remote monitoring system parameter is on. Preliminary analysis confirmed the reported event. Patient care recommendations have been provided to perform a recovery procedure on this device.

Manufacturer narrative:
Recovery procedure was successfully performed on (B)(6) 2017, resolving inductive telemetry issue.

Event description:
The device could not be interrogated using inductive telemetry with 3 different programmers. Rv pacing was observed on external ECG. The penultimate follow-up was successfully performed in (B)(6) 2016. Rf for remote monitoring system parameter is on. Preliminary analysis confirmed the reported event. Patient care recommendations have been provided to perform a recovery procedure on this device.